Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5- the onset of the patient's driveline infection and ICD implant are reported in manufacturer reference number: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2023 for driveline infection and an implantable cardioverter-defibrillator (ICD) shock. Blood cultures identified beta-hemolytic streptococcus group b 3+ bacteria. The driveline infection was treated with multiple courses of antibiotics. Additionally, it was reported that the patient had premature ventricular contractions (pvcs) that led into ventricular to tachycardia (vt) and progressed into ventricular fibrillation (vfib) that was not sustained and was resolved with an ICD shock. It was noted that the arrhythmia was accompanied by the patient feeling malaise throughout the day. The patient reportedly had a history of vt prior to left ventricular assist device implant, however, the customer stated that it was unclear if the arrhythmia in this event was caused by the device and/or device therapy. On (B)(6) 2023, it was noted that the medical doctor wanted to exchange the modular cable because it was worn out. During the exchange attempt, it was noted that the metal crescent end of the new modular cable was bent and would not connect to the patient's pump cable. The patient was connected back to their old modular cable and did not want to undergo another exchange attempt. The patient was discharged on (B)(6) 2023. Related manufacturer reference number for the heartmate 3 vad modular cable : 2916596-2023-07376.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. In addition, a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.